Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Prior to the diagnosis or peritonitis, the patient noticed blood in their bags after each drain. Upon hospitalization it was discovered that the patient had a rupturing abdominal cyst which contributed to the observed blood and peritonitis. The patient also experienced cloudy effluent as a result of the peritonitis and was treated with vancomycin and fortaz (doses, frequencies and route was unknown). It was unknown if the patient remained hospitalized. The patient was recovering from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unreported date in (B)(4) 2013. A batch review was conducted for potentially associated lot numbers h13e04055 and h13f05092 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).